Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(4) 2023, the patient reported that he faced a bent cannula at the site location (abdomen) and on (B)(4) 2023, he experienced high blood glucose level which they tried to treat with insulin pump, but on (B)(4) 2023 (saturday), the patient was admitted to the hospital due to high blood glucose level above 600 mg/dl. The patient tested positive for ketone level. Moreover, the infusion set had been used for few hours before the event occurred and, he had scarred tissue. While in the hospital, the patient received insulin drip intravenously as corrective treatment. Therefore, on (B)(4) 2023, the patient was released from the hospital. Currently, his blood glucose level was 389 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.